Event description:
It was reported that when using the bd pyxis¿ medstation¿ es only two drawers were showing the alert "device not detected on bus." A total of 32 cubies were failed and unable to be recovered. The customer attempted troubleshooting by rebooting the machine twice; however, they were unable to recover the drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2 drawers with 32 cubies were failed and not detected on bus. A field service engineer replaced the t card and both drawer controller boards for drawers 4.1 and 4.2, performed positive hardware test application (hta) tests on both drawers, and the customer successfully accessed and verified proper operation. The system functioned as intended after the field service engineer repaired the device.